Manufacturer narrative:
Events such as this are covered by the product labeling. The instructions for use state the following caution statement: "caution! Potential biohazard: some components of this product contain human source material. No known test method can offer complete assurance that products derived from human blood will not transmit infectious agents. All products manufactured using human source material should be handled as potentially infectious. Handle this product according to established good laboratory practices and universal precautions 8-10. The negative control has been assayed by FDA-approved methods and found to be nonreactive for hepatitis b virus, antibody to hcv, and antibody to hiv-1/2. The positive controls, low calibrator and high calibrator have been assayed by FDA-approved methods and found to be nonreactive for hepatitis b virus and antibody to hcv. The positive controls, low calibrator, and high calibrator contain human plasma that is reactive for antibody to hiv. The units were treated with a bpl-uv inactivation procedure,11 however, all products manufactured using human source material should be handled as potentially infectious." This event is being reported because (as stated in the biohazard caution statement) no known test method can offer complete assurance that products derived from human blood will not transmit infectious agents. No further evaluation of the device is required.

Event description:
The customer reported that an operator was splashed in the face and eyes while discarding ehiv calibrator tubes. The operator was sent to the emergency room. The operator is following an infectious disease protocol for this type of exposure.